Event description:
The customer reported that the device wasn't charging and arcing was observed. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device wasn't charging and arcing was observed. There was no reported pt involvement. A third party field service engineer evaluated the device and found that the device failed to charge batteries. No arcing was observed. The device was repaired by replacement of the ac power module. After passing all performance assurance testing the device was returned to use.